Manufacturer narrative:
The device was returned and visual inspection revealed a damaged housing. The reported event could not be duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was tested 3 times all 3 tests passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. No device problem was detected.

Event description:
It was reported that cadd legacy pump has constant "high pressure" alarm. No patient injury was reported.